Manufacturer narrative:
This report is being submitted as follow up no. 2 to provide the evaluation results. One used 6fr angioseal evolution device was returned for product analysis. No accessory components were returned. The returned device was subjected to visual analysis where a blood like substance was found along the body of the device. The deployment sleeve of the evolution device was mated with the hemostatic sheath in the rear lock position. The tamping tube could be seen exposed from the carrier tube assembly past the distal marker. At the tip of the tamping tube, there was a portion of the knot that had three sections. There was no collagen or anchor present at the distal end of the knot. Microscopic analysis was employed to further analyze the knot. The three sections had blunt ends indicating that a sharp edge likely cut the knot. The complaint was able to be confirmed for suture break. The blunt ends of the cut indicate that a sharp edge, such as a scalpel or scissors, was likely used to cut the suture. At this time it is unclear when the suture was exposed to a sharp edge. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. All available information has been placed on file in quality assurance at the manufacturing facility for appropriate tracking, trending and follow-up.

Manufacturer narrative:
This report is being submitted as follow up no. 3. There is no evidence that this event was related to a device defect or malfunction. The exact cause of the reported event cannot be definitively determined. All available information has been placed on file in quality assurance at the manufacturing facility for appropriate tracking, trending and follow-up.

Manufacturer narrative:
The actual device has not been returned to the manufacturing facility for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot# combination was conducted with no relevant findings. A search of the complaint file did find one other report with the involved product code/lot# combination. All available information has been placed on file in quality assurance at the manufacturing facility for appropriate tracking, trending and follow-up.

Event description:
The user facility reported: the doctor used an angio seal evolution 6fr to perform a diagnostic angiography procedure. During the closure of the puncture and after the doctors deploy the anchor, he pulls device handle into full rear position and the sleeve snap locked. When the doctors press the suture release button and pullback the suture cable brake no resistance reported during the pullback. No outside presence of the anchor or collagen observed. No infectious disease. The patient was on observation during the following hours. No complication reported. Additional information was received on (B)(6) 2017. Hemostasis was successfully obtained through manual pressure.

Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the device return date. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. (B)(4). All available information has been placed on file in quality assurance at the manufacturing facility for appropriate tracking, trending and follow-up.